Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection, inflammation and pain. It was noticed that the pump had adhered to scrotum. The ipp was explanted and replaced with tactra. No further patient complications reported.